Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample. The initial result was result 102.2 miu/ml and was reported outside of the laboratory. On (B)(6) 2018, a new sample was drawn from the patient and the result was <0.1 miu/ml with a data flag. This result was confirmed by repeat testing. The sample (B)(6) 2018 was then repeated with a result of <0.1 miu/ml with a data flag. This result was confirmed by repeat testing and was believed to be the correct result for the patient. There was no allegation of an adverse event. The reagent lot number was 284292. The expiration date was requested but was not provided. The investigation was unable to find a definitive root cause.